Event description:
"Late in procedure during mobilization of bowel, it was noted one insert was missing. Surgeon unable to find insert. Still in pt. Not found in surgical field. Pt not yet x-rayed to confirm insert's presence." Original- customer experience report.